Event description:
It was reported that the external pulse generator (epg) was unable to be powered on and required calibration. The epg was returned for service. It was further reported that the epg subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis: the analysis could not confirm the customer comment of the external pulse generator (epg) was unable to be powered on and required calibration. The epg passed the incoming test and powered on without issue. It was also determined at analysis that the lower display showed 2 interrupted lines on the lcd. One missing bail cover at the back of the device. The epg was not repaired as it was no longer serviceable. The epg was decommissioned. If information is provided in the future, a supplemental report will be issued.